Event description:
It was reported that this pacemaker reverted to safety mode. The patient will be admitted to the hospital with rhythm monitoring in place, and the device will be replaced as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient will be admitted to the hospital with rhythm monitoring in place, and the device will be replaced as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Please note: the implant date of this device has been updated according to information received from the field.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient will be admitted to the hospital with rhythm monitoring in place, and the device will be replaced as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected. Please note: the implant date of this device has been updated according to information received from the field.